Manufacturer narrative:
An in-depth analysis of the lot 10503z, was performed and no systemic issues were identified. The customer collects nasopharyngeal samples using puritan uni-trans transport system 3ml, ut-300, which is an off-label collection kit as per the method sheet. No instrument data was provided for review of instrument performance. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests. The agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged a discrepant result on one patient sample with the cobas® sars-cov-2 & influenza a/b test (scfa) for use on the cobas® liat® system. On (B)(6) 2021 the initial patient sample was tested with the cobas® liat® system (B)(4) software (B)(4). Lot 10503z and resulted in all 3 targets positive. The medical staff questioned the result as the patient was asymptomatic. The sample was repeated with a different liat® system and generated negative results for all 3 targets. No harm is alleged. The results were reported to the patient and or/ medical personnel. The customer collects nasopharyngeal samples using puritan uni-trans transport system 3ml, ut-300. The method sheet indicates that; this test is intended to be used for the detection of sars-cov-2, influenza a and influenza b rna in nasal and nasopharyngeal swab samples collected in a copan utm-rt system (utm-rt) or bd¿ universal viral transport system (uvt) or thermo fisher¿ scientific remel¿ media, or thomas scientific mantacc¿ premeasured 3 ml 0.9% physiological saline solution. Testing of other sample or media types may lead to inaccurate results. An investigation was conducted to evaluate the customer¿s allegation.